Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the holding tips on the device was bent, rendering the device inoperable. The device was manufactured in 2016 and exhibits signs of significant wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The clinical/ medical investigation concluded that, based solely on the product evaluation, the root cause of the reported misalignment was likely due to wear/usage. There was no impact to the patient as it was reported a backup was used with no delay. Since there was no alleged harm to the patient or delay in the procedure, no further clinical/medical investigation is warranted at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the tips of the pointed reduction forceps became misaligned resulting in inadequate reduction of bone fragments. No delay reported. A backup device was available.